Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parents, on (B)(6) 2025, the patient¿s cgm was in a signal loss state. It was not specified how long the patient had been experiencing signal loss. At an unspecified time later, the patient was feeling lethargic, dizzy, was vomiting, had a hard time breathing, and was ¿jerking¿. Around 9:00 am, the patient¿s mother drove the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 800 mg/dl. The patient was reportedly ¿very sick and jerking¿ at this time. The patient was treated with an intravenous (IV) insulin drip. At 9:00 pm, the patient¿s bg meter reading had decreased to 550 mg/dl and the patient was admitted to the intensive care unit (ICU). Her bg meter readings were tested every 2 hours and ranged from 275-300 mg/dl. On the third day of the patient¿s admission, the patient got very sick again and was vomiting. The patient¿s omnipod insulin pump was removed, and the patient was switched to insulin injections. On the 4th day of the patient¿s admission, the patient continued with insulin injections and was treated with IV saline. The patient¿s ketone level was also being monitored. The patient was then discharged home after 5 days. The patient was ¿doing great¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.